Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing (atp) in response to supraventricular tachycardia (svt) was observed on the device. Reprogramming recommendations were provided to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.